Event description:
It was reported that the lead capture threshold rose and did not capture at maximum output and had poor sensing. When attempting to move the lead to a more viable position, the helix would not re-extend. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned and analyzed. Primary analysis revealed that the distal conductor was distorted. The defibrillation coil was also distorted. Blood/body fluid was present on the outer tubing overlay and it was breached cut. The inner tubing was kinked/buckled. The outer insulation had a cosmetic depression and blood was found in/on the helix/lobe mechanism (sleeve head). Visual analysis revealed apparent explant damage.